Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot aa9147r06 was reviewed and the product was produced according to product specifications. All information reasonably known as of 11 feb 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that two sutures broke upon placement. Per additional information received 24 jan 2020, the procedure took place in december. Per the reported information, "the patient is probably discharged now." No further information was provided.